Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding a heater bag not detected alarm during treatment. The treatment was cancelled. The patient observed a fluid leak inside the cassette door. The patient stated it appeared the cassette was damaged. Additional information was solicited but was unavailable. The cycler was replaced.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.